Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 syringe integra 3ml w/ndl 25x1 rb had liquid inside the syringe during use. The following was reported by the initial reporter: "customer called in to report that when plunger is pulled back a residue is seen on the plunger. She stated that they have noticed this in 5 of the syringes, after that they stopped using them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 syringe integra 3ml w/ndl 25x1 rb had liquid inside the syringe during use. The following was reported by the initial reporter: "customer called in to report that when plunger is pulled back a residue is seen on the plunger. She stated that they have noticed this in 5 of the syringes, after that they stopped using them."